Event description:
It was reported that the screen on quick bolus button has stopped working. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not been received for evaluation. Should additional information be received a supplemental form will be completed.